Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Firmware initiated a power on reset with no reason code. Telemetry failed when attempted to interrogate. The analysis also noted: we cannot exclude that the lead and the ICD are both damaged. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a power on reset (por) and wireless telemetry was not available afterwards. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.